Manufacturer narrative:
(B)(4). The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and noted some scratches in the helix. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.